Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain. It was reported that the patient came in two weeks ago for a pump refill. After returning home, the patient reported that the pump continued to alarm. The patient presented again today for assistance in silencing the alarm. A slight refill was performed during today's visit, and the company rep requested guidance on how to silence the active alarm. Technical services assisted by walking the company rep through the process of silencing the active alarm from the home screen. Technical services also verified that the reservoir information was current and ensured that all programming changes were properly updated in the patient's pump. Pump was successfully updated, and the active alarm was silenced. The company rep stated they would continue to monitor the device to confirm if any additional beeping occurs.